Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Without additional information the clinical observation cannot be confirmed and cause remains indeterminable. A supplemental MDR will be submitted if new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23 mm aortic pericardial valve implanted 10 years, two months, is being evaluated for transcatheter valve-in-valve intervention due to aortic insufficiency. No additional information was provided.

Manufacturer narrative:
Patient was treated via tavr and received a 23mm edwards transcatheter valve in the aortic position. It was reported patient is doing well post-operatively.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative the device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.